Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on (B)(4) 2017 (additional information was received on 15-dec-2017, all the information was processed together with clock start date of (B)(6) 2017) from a health care professional. This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and after unknown latency had significant pain, swelling and knee was aspirated. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection, (batch/lot number and expiration date, dose, frequency, indication: not provided). On an unknown date, after unknown latency, patient had significant pain and swelling. Her knee was aspirated and then she was taken to the or and she had her knee washed out. They did some lab work and saw an increase in neucleated cell count, increase in wbc and rbc count. Action taken: unknown. Corrective treatment: knee washed out and debridement for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization and required intervention for all events.

Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 14-dec-2017 (additional information was received on 15-dec-2017, all the information was processed together with clock start date of 14-dec-2017) from a health care professional. This case concerns a patient (demographics not provided) who received treatment with synvisc one injection and after unknown latency had significant pain, swelling and knee was aspirated. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection, (batch/lot number and expiration date, dose, frequency, indication: not provided). On an unknown date, after unknown latency, patient had significant pain and swelling. Her knee was aspirated and then she was taken to the or and she had her knee washed out. They did some lab work and saw an increase in neucleated cell count, increase in wbc and rbc count. Action taken: unknown corrective treatment: knee washed out and debridement for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization and required intervention for all events additional information was received on 07-jan-2018. Global ptc number and ptc results added. Text was amended accordingly.